Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set fell off during use and infusion set is used for 2 hrs. The blood glucose level was 260 mg/dl. No further information available.